Event description:
It was reported that while using bd max¿ enteric viral panel false positive results were obtained. Upon re-test results negative. There was no report of patient impact. The following information was provided by the initial reporter: overall result plots of bd max ebp+xebp and evp are very noisy. Most of positive specimens (70-80%) changed results to negative when they re-test the same sbt and newly prepped sbt.

Manufacturer narrative:
Common device name: gastrointestinal pathogen panel multiplex nucleic acid-based assay system. Medical device lot #: 1089087 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained. Upon re-test results negative. There was no report of patient impact. Assay used:bd max¿ enteric viral panel. D.1. Medical device brand name: bd max¿ system, bd max¿ instrument. D.1 medical device type: ooi. D.2. Common device name: instrumentation for clinical multiplex test systems. D.3. Medical device manufacturer: (B)(4). D.4 medical device catalog #: 441916. D.4. Medical device lot #: na. D.4. Medical device expiration date: na. D.4. Medical device serial #: ct1438. D.4. Unique identifier (UDI) #: (B)(4). G.1 manufacturing location: (B)(4). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g.5. PMA / 510(k)#: k111860 and k130470. H.4. Device manufacture date: 2019-02-18.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained. Upon re-test results negative. There was no report of patient impact. Assay used:bd max¿ enteric viral panel. The following information was provided by the initial reporter: overall result plots of bd max ebp+xebp and evp are very noisy. Most of positive specimens (70-80%) changed results to negative when they re-test the same sbt and newly prepped sbt.

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "correlation/repro/discrepant" result. Customer reported that the curves for evp assay is noisy and positives curves become negative when reran. Field service took actions during pm visit. Field service cleaned both readers and mux. Field service verified norm ratio and dc voltage. Field service performed cal-rack and a successful qualification run. Review of device history record for instrument serial number,(B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2019, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the failure mode reported. Sample analysis consisted of the instrument database and run files. Analysis of the sample confirmed that the curves were atypical with curves being shaky and not moving in a sinusoidal motion. Analysis of normalizer curves shows that the curve is drifting slightly. Raw data review shows that on some of the runs, the curves exhibit sudden drops and raises which indicates fill issues. The issue did not trend toward a particular pump nor a side. Root cause cannot be determined with the information provided. Complaint is confirmed by sample review. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. H3 other text : see h10.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained. Upon re-test results negative. There was no report of patient impact. Assay used:bd max¿ enteric viral panel the following information was provided by the initial reporter: - overall result plots of bd max ebp+xebp and evp are very noisy. - most of positive specimens (70-80%) changed results to negative when they re-test the same sbt and newly prepped sbt.